Manufacturer narrative:
Literature citation: dorward et al. Posterior cervical fusion with recombinant human bone morphogenetic protein-2: complications and fusion rate at minimum two-year follow-up. Bsd journal of spinal disorders and techniques; 2013, (B)(4). Non-union. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported in a literature publication that a prospectively collected patient database was reviewed for those who underwent posterior cervical, occipitocervical, or cervicothoracic instrumented fusion. Fifty-seven patients satisfied inclusion criteria. Fifty-seven constructs included 321 motion segments. The mean follow-up was ((B)(6)). Postoperatively, 51 patients (89.5%) developed fusion. One patient presented with cervical radiculopathy, rheumatoid arthritis and basilar invagination. She underwent occ-c4 posterior cervical fusion with iliac crest autograft and rhbmp-2. Six years postoperatively, the patient presented with right upper extremity numbness and weakness, and imaging revealed pseudarthrosis at c3/4 (identified by lucency and motion on f/e) and multiple subluxations for which a c3-c7 acdf with c5 corpectomy and rhbmp-2 was performed.